Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up interrogation revealed non-sustained rv oversensing due to noise. Therapy was inhibited and the patient reported dizziness. The device was reprogrammed and the patient is in good condition. The physician believes the noise was due electromagnetic interference (emi) caused by an external device.